Manufacturer narrative:
Zimvie complaint number: (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had an appointment with the general dentist. The patient thought that the abutment was loose. We saw the patient, took out the hybrid and noticed that the implant at tooth site #30 was loose. We think it was due to the patient's occlusion. The implant lost integration and was removed due to periimplantitis.